Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer wanted invacare to note that where item 28 and 29 go into the back cane and into the plate #12 keeps stripping on the chair.